Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that reported issue was not replicated. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the boom moved backwards on its own after the boom switch was released. There were no reports of patient involvement.